Event description:
User experiencing intermittent discrepant glucose results. The following examples were provided, units of measure mg/dl. Initial 143.5, repeated twice, gave results of 98.3 and 249.2. Initial result 151.3, repeated three times, gave results of 118.0, 218.5, and 181.03. Initial result 216, repeated twice, gave results of 153.7 and 160. Initial result 268, repeated twice, gave results of 164.1 and 165. Initial result 226, repeated twice, gave results of 338.9 and 225. Initial result 241.5, repeated 128.9. No info provided to determine if results were used to guide therapy. The investigational unit was unable to determine a cause for the discrepancies.